Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt passed away. The cause of death is unk. It is nk if the pt's devices were still implanted at the time of death. It is unk if any devices will be returned to the MFR for analysis.